Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold, high impedance, and low sensing. A lead revision was scheduled but not yet performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information on (B)(4) 2019 stated the lead was explanted and replaced successfully. The patient was stable.

Event description:
The reported lead exhibited a loss of capture as a result of the high thresholds.